Event description:
It was reported that it was not possible to close the hemostasis valve during preparation. During preparation for a left atrial appendage closure (laac) procedure, the physician was unable to close the hemostasis valve of the watchman® access system while flushing. It was also noted that difficulties were experienced connecting the dilator to the hemostasis valve. The watchman® access system was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).